Event description:
The patient is using a diy loop system. His dexcom g6 read repeatedly in the range of 203 - 239 mg/dl at a time when his fingerstick glucose was 36 mg/dl. The system continued to give him insulin based on his dexcom readings at a time when he was seriously hypoglycemic. FDA safety report ID# (B)(4).